Manufacturer narrative:
A steris service technician arrived at the facility and found the hose clamps securing the recirculation piping were loose. The technician replaced and added adjustable hose clamps to the unit, performed a test cycle and confirmed the unit was operating to specification. The unit was installed in may of 2010 and is not under a steris service contract.

Event description:
The user facility reported their reliance synergy washer was leaking water. The amount of water spread beyond the washer footprint. No injuries or procedural delays/ cancellations were reported.